Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, into an existing non-medtronic surgical valve, the valve dislodged into the sinuses. It is unknown what caused the valve to dislodge. The valve was snared to the ascending aorta where it remained in stable position. Subsequently, a second valve was implanted inside of the surgical valve. No additional adverse patient effects were reported.